Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during a surgical procedure, it was noted that two blades broke. No further information was available. This record address one of the blades which was reported to have broken.

Event description:
It was reported that during a surgical procedure, it was noted that two blades broke. No further information was available. This record address one of the blades which was reported to have broken.

Manufacturer narrative:
H6: the quality investigation is complete.